Manufacturer narrative:
(B)(4). Month and day unknown. Only spring of 2018 is known. Batch #: unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that at the end of a sigmoid colon resection, the doctor mentioned a circular stapler firing in the spring of 2018, where there was no washer present in the circular device in an rny procedure. Tissues had staples but did form an anastomosis. The doctor refired a second like device and it worked fine. Patient is doing great. There were no patient consequences reported.